Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: during the operation, it was noticed that a part of the trocar was smelled, or scraped off. Particle was glued to the trocar. Part was found in the abdomen of the patient. Additional information received from regional sales manager via phone on 03-nov-2020: according to the customer, a plastic piece (not rubber) was either scraped off or broken off of the trocar and fell into the patient. The customer could not see where the part had come from, it did not seem to come from the outside of the trocar. The piece was collected and stuck to the packaging of the trocar. It will be returned alongside the trocar. Additional information received from regional sales manager via email on 03-nov-2020: the part are by the trocar. The user doesn't know what colour the detached part is. The trocar is returning. Intervention: retrieval of separated part. Patient status: no patient injury.

Event description:
Procedure performed: unknown. Event description: during the operation, it was noticed that a part of the trocar was smelled or scraped off. Particle was glued to the trocar. Part was found in the abdomen of the patient. Additional information received from regional sales manager via phone on 03-nov-2020: according to the customer, a plastic piece (not rubber) was either scraped off or broken off of the trocar and fell into the patient. The customer could not see where the part had come from, it did not seem to come from the outside of the trocar. The piece was collected and stuck to the packaging of the trocar. It will be returned alongside the trocar. Additional information received from regional sales manager via email on 03-nov-2020: the part are by the trocar. The user doesn't know what colour the detached part is. The trocar is returning. Intervention: retrieval of separated part. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the particulate was not returned with the event unit and the event unit met current specifications. There were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.